Event description:
It was reported that this right ventricular (rv) lead was explanted as the patient had felt ongoing pain at the implant site. Since there were low pacing percentages on the device and the patient did not have symptoms from slow heart rates, the physician decided to explant the device and leads. There was no new device system implanted. No additional adverse patient effects were reported.